Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018 the patient had candida parapsilosis fungemia and on (B)(6) 2018 the patient had a positive blood culture for acinetobacter carbapenem-resistant enterobacteriaceae type. Their sputum culture was also positive for pseudomonas aeruginosa and stenotrophomonas maltophilia in sputum. They were received polymyxin b, meropenem, minocycline, and micafungin. The patient also had vancomycin-resistant enterococcus faecium in their gallbladder fluid and were placed on linezolid. Bile fluid cultures were positive for pseudomonas. They had a wound vacuum-assisted closure (vac) on their sternal wounds which was not healing. A sternal culture was positive for vancomycin-resistant enterococcus faecium. On (B)(6) 2018 they were brought to the operating room (or) for debridement and wound vac. Repeat cultures taken of the drainage was positive for enterococcus faecium and acinetobacter. Their lactate dehydrogenase (ldh) was elevated but improving. Between (B)(6) 2018 the patient received two units of blood and appeared more somnolent. The patient passed away on (B)(6) 2018 due to sepsis. Related centrimag blood pump MFR# 3003306248-2022-12498.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jul2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including sepsis, infection (local, driveline, and pump pocket), bleeding, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018 a computed tomography (CT) scan of the patient¿s abdomen was conducted to rule out mesenteric ischemia. The CT scan showed colitis in the ascending colon to hepatic flexure and ischemic colitis was brought into question. The patient¿s white blood cell (wbc) count was noted to be elevated and the patient did not have a fever. A colonoscopy was conducted on (B)(6) 2018 and was found to be normal. The patient had increased vasopressor requirements due to persistent low mean arterial pressures (maps). The patient ultimately developed thrombocytopenia from linezolid. The patient was noted to have lactic acidemia without improvement despite a prolonged antibiotic course. It was later reported that the patient¿s lactate levels remained elevated but were observed to be improving. The patient¿s prognosis still remained poor, and the patient¿s overall condition was discussed with their partner. A meeting with the patient¿s family was held and the family was provided with very good insight into the patient¿s prognosis. The patent¿s care was continued with no escalations.